Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Pt self-tester's daughter (B)(6) is calling to report issues. Pt has been testing on meter for three years. Caller is in a rush to get to work and did not provide any details on finger-stick, storage, medications, or health conditions. Summary of reported results: date: (B)(6) 2013, lab: 3.1, inratio results: (1.4); unk, n/a, (1.6, 1.4, 1.7., 1.3).